Event description:
Rec'd legal papers stating pt died due to a. Defective design of prosthesis; b. Defective MFR of prosthesis; c. Failure to warn decedent of potential harm following insertion of prosthesis.